Event description:
It was reported that the customer had high blood glucose level of over 60 mg/dl. The customer ws hospitalized due to high blood glucose levels. The customer was hospitalized due to high blood glucose levels. The customer indicated having symptoms consistent with high blood glucose levels including vomiting and ketones. Troubleshooting was done. The customer was wearing the insulin pump at the time of hospitalization. The mother of the customer reported that the customer was not bolusing and properly managing his blood sugar levels. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.